Event description:
Baxter was contacted regarding leakage from silicone tubing found after bag exchange. There was no patient injury or medical intervention was reported. There was patient involvement. Additional information was received by baxter, the patient reported it was leak of tubing, because he noticed that the bed got wet after bag exchange.

Manufacturer narrative:
(B)(4). Visual and functional testing was performed. The reported condition was not confirmed nor duplicated and, therefore, an assignable cause could not be determined.

Manufacturer narrative:
(B)(4). A evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation. This is a product not distributed in the us and does not have a 510k number.